Event description:
The customer reported that the device has an alarm prompt. No report of pt harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.